Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This is 2 of 5 reports being filed for the same patient (reference 1825034-2017-00576 / 00578 / 00579 / 00581 / 00582 ).

Event description:
It is reported that patient experienced moderate right shoulder pain with unusual activity. Patient has been relying on right arm after left shoulder arthroplasty.